Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the insertion site (leg) the cannula was found to be dislodged from the site, as well as bent. As treatment, a new pod was placed and a correction bolus was given. The pod was discarded.